Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the suture was broken happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: what was the name of the procedure? Unknown. When did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One used needle that pertains to product code sxpp1b410 was received for analysis. During the visual inspection of the returned needle, the swage and attachment area was noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was observed. In addition, the suture was not returned for evaluation; therefore, the cause of the reported event could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.